Manufacturer narrative:
The device has been returned; however, the investigation has not yet been completed. A supplemental report will be submitted once the investigation is complete. We are unable to determine if any product condition could have contributed to the reported hyperglycemia and ER visit. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Cloud - locked down/smartphone lockdown cloud - omnipod 5 software app version 3.1.1 cloud - operating system n5004l-am-q-mv01602-06-01.06 cloud - hardware n5004l cloud - cgm sensor type g7 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported that while at work, the controller generated a ¿blockage detected¿ alarm, which instructed him to discard the pod. During the process of changing to a new pod, the patient reported that his blood glucose level increased to 417 mg/dl and that he experienced nausea, thirst, short temper, and a sensation described as heavy legs. The patient presented to the emergency room where he was treated with intravenous fluids, 14 units of insulin, and medication for nausea. The patient reported that he was discharged after approximately 1.5 hours on the same day.

Manufacturer narrative:
The pod generated an 0x14 hazard alarm indicating pod is occluded. Timeouts were observed at the end of the pod's run but no drive stalls were seen. No occlusions or blockages were observed as fluid flowed freely through the fluid path when tested. No damages or defects were observed during the investigation that would cause the 0x14 hazard alarm. The cause of the hazard alarm could not be determined.